Event description:
Healthcare professional reported 3 days after injection with one syringe of juvederm ultra plus xc in the nasolabial folds patient returned to the healthcare professional's office noting "discomfort in the top left nasolabial fold next to the nose and swelling and redness in the left nasolabial fold underneath the site of discomfort. Patient was prescribed septra ds and a medrol dosepak; however, patient discontinued the medrol dosepak because it made them nauseous. Six days later patient returned for assessment; redness and discomfort had resolved but the left side was still swollen. Patient was additionally prescribed clobetasol cream; swelling is ongoing a this time.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: adverse events. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.